Manufacturer narrative:
As reported, a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently fractured and there was a history of deep vein thrombosis (dvt) in the left leg, post filter implant. Additional information provided by the patient indicated that the filter has collected thrombus or signal dropout and that the patient cannot sit up from a lying position or bend over at the waist without experiencing a sharp pain below the rib cage. The patient is also experiencing fear and anxiety. According to the medical records, the patient has a history of chronic myeloid leukemia, breast biopsies, hypertension, hyperlipidemia, liver cysts, vitamin d deficiency, right shoulder pain and rotator cuff tear without repair, squamous cell skin cancer, left leg hematoma evacuation as well as removal of necrotic tissue following a bicycle accident that occurred approximately seven years prior to the filter placement. The records further indicated that the patient has a history of dvt in the left leg and was post ivc filter placement. Approximately twelve years and three months post implant the patient underwent a magnetic resonant imaging scan of the abdomen that noted an ivc filter in place with notable absence of contrast fill below the filter, which may reflect a signal drop out from magnetic susceptibility , though collected thrombus within the filter is also a possibility. Approximately twelve years and five months post implant, the patient underwent a venous angiography that showed the filter had an apparent fracture on one of the legs and that the ivc was patent. There is currently no additional information available for review. The product was not returned for analysis. A review of the manufacturing documentation associated with lot r0704133 presented no issues during the manufacturing process that can be related to the reported event. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The trapease filter is not indicated for use in the prevention of deep vein thrombosis. Blood clots, clotting and/or occlusion of the inferior vena cava or the filter does not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without images or procedural films for review, the reported filter fracture could not be confirmed, and the exact causes could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest a malfunction in the design and manufacturing process of the device; as such, no corrective action will be taken.

Manufacturer narrative:
After further review of additional information received the following sections a2, b3, b5, b7, d1, d4, g4, g7, h2 and h4 have been updated accordingly. Section b5: addendum for additional information received: the following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged events, approximately eleven years and eleven months post implantation. The ppf notes that the filter has collected thrombus or signal drop out and that the patient cannot sit up from a laying down position or bend over at the waist to pick up something off the floor without experiencing a sharp pain below the rib cage, and that the patient is suffering from fear and anxiety. Approximately twelve years and five months post implantation, the patient underwent a venous angiography that showed the filter had an apparent fracture on one of the legs and that the ivc was patent. According to the information received in the medical records, the patient has a history of breast biopsies, hypertension, hyperlipidemia, liver cysts, vitamin d deficiency, bone marrow aspirations, right shoulder pain and rotator cuff tear having not undergone repair, blood clots/deep vein thrombosis (dvt) post filter placement and squamous cell skin cancer. The filter was implanted following trauma to the leg leading to a hematoma and necrotic tissue in the thigh. A review of the manufacturing documentation associated with lot r0704133 presented no issues during the manufacturing process that can be related to the reported event. Corrected data: section d6 (implant date) additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being fractured and there being a history of deep vein thrombosis (dvt) in the left leg, post filter implant. There is currently no additional information available for review. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The trapease filter is not indicated for use in the prevention of deep vein thrombosis. Blood clots, clotting and/or occlusion of the inferior vena cava or the filter does not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without images or procedural films for review, the reported filter fracture could not be confirmed, and the exact causes could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the filter fracture is unknown. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being fractured and there being a history of deep vein thrombosis (dvt) in the left leg, post filter implant. As a direct and proximate result of these malfunctions the patient, suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.